Event description:
On an unk date, the pt was treated for an infrarenal aortic aneurysm with gore excluder aaa endoprosthesis. On an unk date, computed tomography showed a distal type I endoleak. In 2009, the pt underwent a reintervention where two contralateral leg components and an iliac extender component were implanted on the (left) contra side of the previous implanted gore excluder aaa endoprosthesis system. The physician also coiled the left hypogastric. This resolved the distal type I endoleak. The pt tolerated the procedure. No films will be sent. No devices were explanted. No physician letter requested.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications.